Event description:
Arjohuntleigh received a customer complaint where it was initially reported that the resident had fallen to the floor and the staff used the maxi move lift to take the resident off the floor. They used a toilet sling to pick him up. When the resident was six inches off the floor he slipped through the sling and hit his head on the lift's leg. The resident was re-lifted and was placed in the bed. The patient sustained bruises to the head and was hospitalized due to receiving coumadin. (B)(4).